Event description:
It was reported the system failed to boot up. There are reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord connection was repaired during the service call. The system was tested and found to be working as intended and returned to service.